Event description:
A review of the manufacturing records for the device showed the device met specification prior to distribution.

Manufacturer narrative:
Relevant tests, corrected data: supplemental report #3 inadvertently did not list the battery longevity table results.

Event description:
The generator underwent product analysis and the generator could not be interrogated due to a confirmed eos condition. The electrical test results show that the generator performed according to functional specifications. It was concluded that no anomalies exist and the end-of-service (eos) condition is an expected event. Other than the noted events, there were no additional performance or any other type of adverse conditions found with the pulse generator. No other relevant information has been received to date.

Event description:
The generator has been received by the manufacturer for product analysis. Analysis is underway but has not been completed to date. No other relevant information has been received to date.

Event description:
It was reported that this patient received a generator replacement. The device has not been received by the manufacturer to date. No other relevant information has been received to date.

Event description:
The mother stated that the patient's vns stopped working last year because the patient started having seizures more frequently. The first vns lasted for 8 years, but the most recent one only lasted for one year. The doctor increased the patient's medications, and suggested to replace the patient's generator. No known surgical intervention has occurred to date. No other relevant information has been received to date.